Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully place in 2001 for antibiotic administration. A nurse noted on the following month during accessing, the catheter was fractured and the proximal segment was captured utilizing a hemostat to prevent migration. Successful retrieval of this catheter with the hemostat was uneventful and without any pt complications. Another PICC was successfully placed. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis will be available. Since no difficulty was encountered accessing the device prior to this indicent initial placement, user technique during access and/or pt anatomy may have contributed to this event, however, the co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.